Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a rupture located approximately at 42 mm from the tip of the device. Functional testing could not be performed due to the returned physical condition of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a rupture located approximately at 42 mm from the tip of the device causing the balloon not to inflate. The burst found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon could not be inflated. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon burst. Please see block h10 for full investigation details.